Manufacturer narrative:
E1 - initial reporter establishment name: (B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited air leakage around the left screw located above the focus ring. The issue was found during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: main unit was immersed in water, lens was immersed in water, main unit was loose and main unit was worn out. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation it is presumed that the air leak occurred at the indicated area because the air tightness could not be maintained after the main unit became loos. Related to the new reportable finding main unit was loose since there were numerous scratches on the main unit, it is presumed that external force was applied to the main unit locally, it was considered that the main unit was damaged due to the effect of the external force, and as a result, the main unit became loose. And related to the phenomena related with main unit and lens were immersed in water it was assumed that the main unit and lens were immersed in water due to water invasion inside the unit because the main unit was loose and could not maintain air tightness. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.